Event description:
The customer reported that she attempted to give herself a 2 unit bolus, but once she got to 0.5 and pushed the up button and then the down button, there was no response. The customer's blood glucose was 127 mg/dl at the time the issue was reported. Nothing further reported.

Manufacturer narrative:
Insulin pump had an intermittent button response due to moisture damage on keypad traces. Insulin pump had minor scratches on lcd window, cracked display window corners, broken belt clip slot and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.